Manufacturer narrative:
The facility staff would not provide patient identification details. The device has not been received for complaint evaluation. Follow up attempts have been made to obtain the device and the manufacturer was informed that it would be sent back for complaint evaluation.

Event description:
Per the information provided, at 6 seconds of cutting time the needle separated from the handpiece. The tip of the needle was in soft tissue, the doctor pressed the foot pedal twice to activate cutting power and then the needle broke. The procedure was being done arthroscopically (not under ultrasound) and the camera was kept on the entire time. The needle was in the soft tissue of the joint space, there was no damage to the joint as the needle remained stationary. The doctor went into the original incision site with the blade to clear up space so that he could grab the needle. He used either a cutter or grabber from a hip arthroscopy kit to get the needle. During the removal of the needle it was bent so that it could be removed. Another microtip was used to complete the procedure. There was no harm, injury or complication to the patient caused by the failure.

Manufacturer narrative:
The facility staff would not provide patient identification details. The device was evaluated on (B)(6) 2017. The device was received for complaint evaluation. The customer reported that the needle had separated from the microtip. The microtip was returned with the needle sheath bent. The needle was not returned. Needle separation was confirmed upon receipt of the handpiece. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. The bending of the needle sheath indicated the device was either used aggressively or was dropped. Continued evaluation found no damage to the sheath tip, which would have been present had the microtip been dropped. The immediate cause is material fatigue associated with and/or being caused by user technique. It is suspected that non-axial motion by the user and aggressive use of the device contributed to the needle breaking and the sheath bending. Lab testing, to date, has been unable to duplicate needle break failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.

Event description:
Per the information provided, at 6 seconds of cutting time the needle separated from the handpiece. The tip of the needle was in soft tissue, the doctor pressed the foot pedal twice to activate cutting power and then the needle broke. The procedure was being done orthoscopically (not under ultrasound) and the camera was kept on the entire time. The needle was in the soft tissue of the joint space, there was no damage to the joint as the needle remained stationary. The doctor went into the original incision site with the blade to clear up space so that he could grab the needle. He used either a cutter or grabber from a hip arthroscopy kit to get the needle. During the removal of the needle it was bent so that it could be removed. Another microtip was used to complete the procedure. There was no harm, injury or complication to the patient caused by the failure.